Event description:
A test volunteer, participating in an institutional review board-approved field study had difficulty swallowing any fluids after taking a thermometer pill. Difficulty swallowing water after ingestion of the thermometer pill was immediately reported by the test volunteer, with discomfort at the mid-chest level noted when water was consumed. The test volunteer was not in any other apparent distress. Chest x-ray examination at hosp ER showed the thermometer pill at the mid-esophageal level. The thermometer pill (10mm x 22mm) was removed endoscopically without complications at the ER of the med ctr using a 13 mm snare. The thermometer pill, noted at 33 cm from the gums, appeared intact and unremarkable, with obstruction apparently due to moderate preexisting felinization of the esophagus.